Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent hypoglycemia while using the ilet system, including a documented low blood glucose of 40 mg/dl lasting about one hour, with alerts received for low and urgent low; the user reported disconnecting the device to address lows, using meal announcements to correct highs, changing target settings to reduce nighttime lows, removing the device during yardwork, and independently performing a factory reset. Symptoms included dizziness. Outcomes included the need for assistance without professional medical intervention. Investigation included troubleshooting and education provided by customer care. Investigation of this case revealed no device malfunction reported and cause unclear for the hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.